Manufacturer narrative:
A bend was noted on the exposed portion of the cannula. It is unclear when the bend occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The report that the cannula was not inserted into the patients skin could not be confirmed. A hazard alarm was generated during operation. This alarm is a safety feature that is generated in conditions that may lead to an occlusion. No occlusion or resistance was encountered in the fluid path. Investigation found no evidence of any damage or manufacturing deficiencies that would result in the pump failing to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. Insulet cannot confirm that the cannula had dislodged from the infusion site or if the cannula is bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 400 mg/dl while wearing the pod for over "and" 48 hours. Patient noticed their bg's rising so they removed the pod and noticed the cannula had been dislodged from the (abdomen) and slightly bent. A manual injection of 7u was delivered to lower bg levels.